Event description:
It was reported that there was a possible bilateral vocal cord paralysis or palsy that was found after a recent thyroid procedure at the facility. A nim was used during the procedure which took place sometime in the past two weeks. There was no report of a malfunction of the system. The initial reporter had no knowledge of details of the procedure or any other information.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned for evaluation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.